Event description:
It was reported that the patient, who was involved in the (B)(4) clinical study, died approximately 5 months post implant of the im plantable pulse generator (ipg). A cause of death was requested and not received.

Manufacturer narrative:
The patient's medical history was significant for atrioventricular block and chagas disease. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).